Event description:
It was reported that the cuff extruded from the tunnel. The catheter did not come completely out and was still functioning. After the catheter was exchanged the patient continued with the hemodialysis treatment.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. A visual examination of the returned device revealed a cuff located 3cm from the hub containing evidence of tissue in-growth. Each patient has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy. We are unable to determine the cause or factors that may have contributed to this event.